Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level over 500 mg/dl with ketones. Cause of elevated bg was unknown. Bg was treated by administering a manual injection. The customer was instructed to consult with the healthcare provider regarding bg level.